Event description:
It was reported that the sterile pouch of the subject stent packaging had been partially opened when it removed from the outer package. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the closure seal on the outer carton was opened. The inner pouch was removed and inspected. The right-side vendor seal was partially open. There is evidence that the right-side seal was applied prior to release but the seal partially opened prior to inspection by the customer. The nature of the opening is consistent with the shape of the product hoop pushing out through the seal from the inside. The seals on the other three sides (left side, bottom, top chevron seal) were intact. The surpass evolve product was returned inside the inner pouch and had not been used. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the product pouch was partially unsealed when removed from the packaging. No damage was noted to the packaging prior to opening. No damage was noted to the returned outer carton and there is no indication that the carton had been miss-handled. The seal was determined to have opened due to the product pushing out through the seal from the inside. The pouch opening is consistent with the shape of the product packaging hoop. The pouch seal was confirmed to have been applied to all four sides of the pouch and the pouch seal width was confirmed to be within specification. No manufacturing related assignable cause was determined during complaint investigation. An assignable cause of undeterminable will be assigned to this complaint as review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that the sterile pouch of the subject stent packaging had been partially opened when it removed from the outer package. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.